Event description:
It was reported that stent damage occurred. A 12 x 2.50 promus premier select stent was selected for treatment, but distant stent strut damage was noticed. No patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. A 12 x 2.50 promus premier select stent was selected for treatment, but distant stent strut damage was noticed. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 12 x 2.50 promus premier select stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of mid stent damage with struts lifted and pulled distally and proximally . The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.